Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 5 and 24 hours, the adhesive was loose, the cannula had dislodged and the site was infected and the blood glucose (bg) levels were 24 mmol/l (432 mg/dl). The patient visited the emergency room (ER) where was prescribed antibiotics (clarithromycin 500 mg) to be taken for 2 weeks. A new pod was applied to treat the hyperglycemia.